Event description:
Sales representative reported: after completing the dissection for a transvaginal approach the surgeon noticed blood coming out of the foley catheter (prior to opening the desara implant). The surgeon immediately preformed a cystoscopy to check for any damage to the bladder finding a small abrasion on the bladder wall. It was the opinion that there had not been any damage done to the bladder and to proceed with the sling procedure. The rest of the case was uneventful and the desara sling was implanted. A cystoscopy was preformed before the sling was pulled thru to confirm no perforation to the bladder. A cystoscopy was performed after the entire procedure was completed to make sure no damage had been done to the ureters.